Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient had an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.